Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. It should be noted that the electronic perclose prostyle instructions for use states: for access sites in the common femoral vein using 5f to 24f sheaths. The IFU deviation would not have contributed to the reported suture break. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral vein was performed with 2 prostyle devices using the pre-close technique prior to an interventional procedure. The sheath was upsized to greater than 24f, and the interventional procedure was completed. Reportedly post procedure, both sutures separated during knot advancement. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.